Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the left v4 segment with a max diameter of 8mm and a 5mm neck diameter. The landing zone was 4.5mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. It was reported that during the operation, the stent tip was difficult to open. After repeated pushing and pulling, it still could not be opened. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno: b574335, as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to a damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open includes vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was normal., ruling out vessel tortuosity as a potential cause. In the event, the damage to the braid contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the surgery was completed by placing a dense mesh stent. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Steps in attempt to open the pipeline included retrieving, pushing, and pulling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that postoperative angiography showed contrast retention. There was no issue with the angiographic result and the condition was successfully treated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.